Event description:
It was reported to covidien on 08/07/2009, that a customer had an issue which occurred while our safety syringe was in use. Customer reports the nurse was drawing blood from residents baxter interlock port and she noted the lpn was not getting true blood. Customer reports she removed the needle from the port, went to flush the port and stuck her left thumb with the dirty needle. The customer reports the facility does not believe the covidien product caused the needle stick.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.